Manufacturer narrative:
D2b: pro code: (product code): fge, lit g4: premarket / 510(k):k141521, k141597. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified radial vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the initial inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.